Event description:
A report was received that the patient underwent an ipg replacement due to bruising, damage at the ipg pocket and the patient was unable to charge. The patient had been in a physical altercation, which may have caused the problems. The patient is reportedly doing well following the procedure.

Event description:
A report was received that the patient underwent an ipg replacement due to bruising, damage at the ipg pocket and the patient was unable to charge. The patient had been in a physical altercation, which may have caused the problems. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Device analysis did not confirm the complaint. The ipg passed all visual, electrical, performance, and photographic imaging tests performed. The device exhibited normal charging and discharging characteristics when charged with recommended optimal alignment. The ipg depleted its charge at a rate within the typical ipg battery depletion rate.